Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer went to the emergency room as a result of the high blood glucose levels and high level of ketones. Customer experienced a hyperglycemia episode and was hospitalized for 5 to 6 days. Customer was wearing the insulin pump at the time of the emergency room visit. Customer was hospitalized 2 times and declined to troubleshoot for high blood glucose levels. Customer advised they will meet with their healthcare provider to adjust the settings on their device.